Event description:
Info received that when brakes were applied casters still swivel. Brakes do not hold. No injury reported.

Manufacturer narrative:
Technician found that when brakes were applied casters would still swivel due to worn casters. Replaced 4 casters to resolve this issue.